Manufacturer narrative:
This event does not meet the 5-day report threshold of an unreasonable risk of substantial harm to public health. There was no report of death or serious injury to the patient attributable to the output from the device in this event. The evidence reasonably suggests the device has malfunctioned. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Customer technical support (cts) provided guided troubleshooting to the customer. Cts had the customer replace the mid standard solution. Cts also guided the customer to reseat the pinch valve tubing, drain the flow cell and verify the ise nozzles and sensors were clean. The sample pot, tubing, and ise connections were inspected and o rings were verified to be in place. The reference electrode was verified to be in the proper position. Mid reference was primed and calibrations were repeated using fresh standards. Following the troubleshooting actions, the issue was resolved.

Event description:
The customer reported an erroneous potassium patient result was generated on their au480 clinical chemistry analyzer. There was no report of an injury, illness, or change to patient care attributable to the output from the device in this event. The customer indicated selectivity check and calibration were failing at the time of the event. Data was not provided.